Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer reverted to mdi method of insulin therapy. Cts assisted with pump reset but pump malfunction code reacurred again after restteing pump with cts. The pump was replaced to resolve the issue, and customer will continue to use MDR until new pump arrives. There was no adverse impact to the customer¿s blood glucose level.